Event description:
It was reported that stent damage occurred. A 12 x 4.00mm promus premier¿ drug-eluting stent was selected for use to treat the lesion. However, when the physician opened the device, the physician noted that the stent was damaged. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: the device was not returned for evaluation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).